Manufacturer narrative:
Customer reported the event occurred in early (B)(6), exact date was unknown. (B)(6) 2017 was used for the event date in this report. On (B)(6) 2017- date 3m management made the internal decision to file an MDR report for this complaint. 3m completed a retrospective complaint review. This report is now being filed with the FDA due to similar reports where an injury occurred. There was no patient injury associated with this report.

Event description:
Customer reported curos jet caps were placed on the IV tubing needleless connectors. Customer reported a nurse noted IV fluid leakage from the needleless connector / curos jet cap located on the distal end of the IV tubing. The curos jet cap was removed, replaced with a new curos jet cap and no further leakage was noted. IV fluids were reportedly infusing and customer reported no patient harm occurred.